Event description:
It was reported by the patient who was implanted with a personal tibial component and tm patella on (B)(6) 2014, had experienced pain on the inside of her tibia that extended down to her ankle. The patient reported no known trauma. It was noted that the patient had begun experiencing the pain after she started her prescribed home exercises when her physical therapy sessions concluded in the fall 2014, either (B)(6). Patient is a physical education teacher but her level of activity is unknown. Ther persona tibial component was revised on (B)(6) 2015; however ther is no indication that the tm patella was revised. The persona tibial component is of zimmer (B)(4) design control while the tm patella is of zimmer tmt design control.

Manufacturer narrative:
The tm patella was manufactured, inspected and packaged within established process specifications. It was also found to be compatible with the femoral component that was implanted. The tm patella is not reported to have failed and remains implanted. The cause of the pain for the patient is reportedly attributed to the persona tibia component loosening as this component was revised. This investigation is considered closed at this time; however, should additional information become available, this report will be updated.

Event description:
It was reported by the patient who was implanted with a personal tibial component and tm patella on (B)(6) 2014, had experienced pain on the inside of her tibia that extended down to her ankle. The patient reported no known trauma. It was noted that the patient had begin experiencing the pain after she started her prescribed home exercises when her physical therapy sessions concluded in the fall 2014, either september or october. Patient is a physical education teacher but her level of activity is unknown. The persona tibial component was revised on (B)(6) 2015; however, there is no indication that the tm patella was revised. The persona tibial component is of zimmer (B)(4) design control while the tm patella is of zimmer (B)(4) design control.

Manufacturer narrative:
Investigation is in progress.